Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate and that resistance was experienced during the fill process and that air bubbles were observed in the tubing. Customer's blood glucose level ranged between 194 mg/dl and in the 200's (mg/dl). Reportedly, the customer changed pump supplies to resolve issue.